Event description:
Explanting physician reported rupture and granuloma diagnosed by mammogram. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. Continued e.1 postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device photo evaluation: device photograph(s) for the device related to the reported event of rupture and granuloma requested on 17 july 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Granuloma: unable to observe since it is a medical event and is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, granuloma.